Manufacturer narrative:
Result: foot lift power coil cable.

Event description:
It was reported by service report that the foot end lift functions were not working and foot lift power coil cable was frayed.